Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 62 mg/dl. The customer reported that the center buttons arrow and the middle buttons were the ones that doesn't work properly. The customer stated that the buttons were not responding. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive keypad. Failure isolated to keypad assembly. Unable to do the displacement test and the self test.